Event description:
It was reported that the patient presented in the office complaining of pocket stimulation. The pacemaker had been programmed to unipolar atrial pacing at the time. The pace- maker was programmed to bipolar atrialpacing, but the lead impedance was noted to be greater than 2500 ohms. After a chest x-ray, lead fracture was suspected. The device was then programmed to unipolar configuration with a lower base rate, and hysteresis enabled. The device willbe monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.